Event description:
Customer reported a cracked and shattered touchscreen, which made the pump's touchscreen illegible and unusable. There was no reported impact on the customer's blood glucose level, as the customer declined to provide specific information. The customer was advised by technical support to switch to an alternate insulin therapy using multiple daily injections (mdi) while waiting for a replacement pump. The replacement process involved the customer following instructions to safely store and return the problematic pump using a pre-paid label provided for shipping.